Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 722 mg/dl. Customer¿s current blood glucose level was over 600 mg/ml. Customer had symptoms such as drowsy, headache. Customer was treated that with manual shot. Drive support cap was normal. There was no leak and air bubble. Customer did not allege for under delivering. The product will not be returned for the analysis.